Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No consequences or impact to patient. Lens (iol), torn, split, cracked. Lens not returned. Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
A cc4204a collamer aspheric single piece lens was received from the facility damaged. Additional information was requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
Results: visual inspection of the returned product found the lens optic and one haptic torn. A piece of the other haptic was torn off and missing. The lens was returned in liquid. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).